Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 10. Details of surgery: primary stability not achieved, implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2023, non-osseointegration was verified. Patient presented with fair oral hygiene, inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and increased sensitivity. No further patient complications were reported.